Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. Additional information indicates that there was swelling around the device area. There were no additional adverse patient effects were reported. The product has been programmed off and remains implanted.

Event description:
Additional information indicates that the products were explanted due to infection. No additional adverse patient effects were reported.